Event description:
During use for a cardiopulmonary bypass procedure, the arterial monitor timers and pressure monitoring displays intermittently reset themselves. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.